Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump power came back on. Customer was advised to monitor the pump and call back if any further assistance is necessary. No further details given.